Manufacturer narrative:
The gam cath involved in this event was analyzed and no failure or malfunction could be found. Both the arterial and venous showed no visual defects and worked as intended. The gam cath catheters are distributed worldwide. Review of the complaint database did not reveal any complaints related to the clamps automatically opening. Gambro received no information to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.

Event description:
A patient who was treated with peritoneal dialysis was admitted to the hospital with sepsis secondary to peritoneal pseudomonas. On (B)(6) 2013, a gam cath 1315 catheter was inserted into the patient's right internal jugular for access to continuous renal replacement therapy (crrt). Crrt was initiated on a prismaflex machine with a prismaflex st filter set. Four days later, the patient experienced an air embolism. At the time of this event, the patient was disconnected from the prismaflex machine and filter set. According to the medical staff; while the nurse was flushing the catheter, the arterial clamp of the catheter reopened and air entered the patient. The patients¿ oxygen saturation decreased to 65% and the patient began coughing. Oxygen was administered and the patient was treated in the hyperbaric oxygen chamber for seven hours. The patient had no additional symptoms and was transferred back to the ¿acute¿ department later in the day. Crrt was initiated the following day utilizing the same catheter without any issues. The catheter was replaced a day later and returned to the manufacturer for analysis. There were no issues found with the catheter.